Event description:
Medtronic received information that charge/battery lasts less than expected occurred. There was no adverse impact or consequence reported as a result of this event.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). Sw 3.1e. On the event date (B)(6) 2021. Customer returned pump for an alleged batteries are lasting less than expected. Pump passed stop current test, run current test, selftest, off no power and displacement test. No low battery alarm during testing. Pump received with normal operating current. Unit was monitored for 24 hours and function properly. No unexpected low battery alarm during testing. Pump history download using thds was successful. However, a47 alarms found on the history file which caused corrupted data. Unable to confirm the reported event date due to the corrupted data. A47 alarms are due to the pump not having power for a long period of time. Unable to confirm battery related alarm and battery voltage on the event date due to corrupted history file. Unit was cut/open and inspected no moisture damage or component damage found inside the pump. The following were noted during visual inspection: no cosmetic damage found. No battery anomalies noted. No unexpected low battery alarm anomalies noted. Low battery alarm not confirmed. Pump passed all required testing.